Manufacturer narrative:
Concomitant medical products: dtpa2d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and inappropriate anti-tachycardia pacing (atp) from the cardiac resynchronization therapy defibrillator (crt-d) due to atrial fibrillation (af) with aberrancy conduction and errors in device programming. It was noted that the device failed to withhold the atp. It was also noted that the right ventricular (rv) lead had t-wave oversensing (twos) due to an error in rv sensitivity programming. Reprogramming was done and the crt-d and lead remain in use. No further patient complications have been reported as a result of this event.